Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found dead by family member after a few hours of not being able to contact the pt. The pt's batteries were empty, and it is unclear exactly what happened.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.